Event description:
A total reports of malfunctions associated with cidex plus. The events concern inadvertent contact, spills or leaks.

Manufacturer narrative:
Additional catalog #s: 17750: the total reported events were identified from a retrospective review of complaints received from 08/28/2006 to 08/31/2008.